Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that he called earlier was told to change his infusion set and call back when blood glucose was 396 mg/dl and has not came down. Customer stated insulin pump was not delivering insulin overnight and chest right on the center was quite tender. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer treated for high blood glucose using syringe and insulin pump. Customer was alleging possible insulin pump under delivery. The insulin pump and reservoir will not be returned for analysis.